Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2013, the target lesion #1 was located in the distal lcx with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated with pre-dilatation, placement of 3.00 x 20 mm study stent and post dilatation with 0% residual stenosis. The subject presented to the emergency room due to worsening of angina (calls ii to class IV angina pectoris). Serial cardiac enzymes were found to be negative. The subject underwent ptca with placement of drug-eluting stent (study stent) in the distal lcx. Post index procedure, the subject developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The subject was discharged one day post procedure on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).